Manufacturer narrative:
(B)(4). The field service representative (fsr) was able to confirm the complaint. The fsr replaced the sensor. The unit operated to the manufacturer¿s specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a pre-cardiopulmonary bypass (cpb) procedure, the red air bubble detector (abd) sensor would alarm, even when there was fluid present. The abd was turned off and a second sensor on the set-up was used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed the air bubble detector (abd) sensor and cable assembly to function properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.